Event description:
It was reported that the patient was having the implantable neurostimulator (ins) removed but the reason was unknown. It appeared to be that the plan was to leave the rest of the system in, but the manufacturer representative was unsure if the ins was going to be replaced in the future. The manufacturer representative wanted to know how to boot off the dual prong extension connection. The explant was completed. The battery was removed, and cut off the prong. The lead was left in place. The patient had the lead placed on her ulnar nerve and it worked great until 2009. In 2009 the patient had an aneurysm and ever since had been on pain medications and her arm no longer bothered her. Therefore, the patient had not had to use the stimulator. The battery was placed against her left side rib cage and would cause pain when lying on it. That was why the patient chose to have it removed. The ins was removed, she was not receiving therapy.

Manufacturer narrative:
Concomitant products: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3987a, lot# n0040199, implanted: (B)(6) 2005, product type lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3987a, lot# n0040199, implanted: (B)(6) 2005, product type lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).